Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection. Device was received with the serial number label faded. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level and insulin pump had blank display this morning. The customer's high blood glucose level was 444 mg/dl and treated it with manual injection. The customer declined troubleshooting for high blood glucose. It was also reported that contacts on the battery cap was neither missing nor damaged and back label worn off. It was also reported that the display did not returned after insulin pump restart. The customer was not admitted to emergency room as a result of high blood glucose level. The insulin pump will be returned for analysis.